Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
During the evaluation process conducted at the manufacturer facility the tip of the device was found to be broken off. No adverse consequences or procedural delays were reported as associated with the event.

Event description:
During the evaluation process conducted at the manufacturer facility the tip of the device was found to be broken off. No adverse consequences or procedural delays were reported as associated with the event.